Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed elevated, out of range pace/sense impedance on the right ventricular lead. The rise in impedance was caused by lead fracture. The patient was directed to the emergency room to deactivate the device until the system could be replaced. There was no allegation of malfunction on the patient's implantable cardioverter defibrillator. The system was explanted and replaced. The patient was stable.